Event description:
It was reported that stimulation was turning off. The reporter stated that the patient was at a retail store recently and found that when she returned home, the device was off. It was reported that the patient believed that the security devices at the store turned her device off. The patient didn't see any messages on the programmer when turning the device back on, although the patient didn't turn it on herself so she didn't know exactly what was on the screen. It was reported that the patient was 100 percent sure that the device was on when she entered the store and was off when she had the device checked after that. It was noted that the device was recently implanted. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot # va0364u, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).